Event description:
A woman called oii saying that her husband was implanted with two phakic6h 125 lenses in 2001. He was experiencing various problems with his vision with no relief or definitive explanation of what the problem was. They obtained a second opinion from a cornea expert who felt the lenses were contributing to his corneal edema and recommended that the lenses be removed. They were also told that the lenses were not FDA approved and she was calling oii to confirm this.

Manufacturer narrative:
This lens is currently not PMA approved. This lens is not under investigation study. This lens is ce marked and is only sold internationally. This lens was originally sold to a customer in another country.